Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03830.

Event description:
It was reported that patient underwent a hip revision approximately 6 years post implantation due to dislocation.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event is unable to be confirmed due to limited information provided by the customer. The DHR was unable to be reviewed, as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.